Event description:
During the patient call, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message. The crew switched to manual CPR. No consequences or impact to the patient. After the call, the autopulse lifeband was replaced, however, the error could not be cleared. Per the reporter, the autopulse platform was normally stored vertical position with the battery well facing up to facilitate access. The battery is rotated on a daily basis using a three battery rotation, however, the daily platform checks have never been performed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The autopulse platform failed initial functional testing during take-up, thus, confirming the customer's complaint. The likely root cause of fault 16 was seized brake caused by the corrosion on the brake housing area of the drivetrain motor. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. As per the customer, the autopulse platform was normally stored in a vertical position with the battery well facing up to facilitate access, however, daily device checks were not performed. Daily device checks are required per user manual to help prevent the brake from seizing. In addition, storing the autopulse in a low-humidity location would help prevent internal corrosion on the drivetrain components. Upon visual inspection, unrelated to the reported complaint and upon removing the bottom enclosure, found a visible trace of fluid ingress. Bio-cleaning was performed to address the issue. The archive data review indicated multiple fault 16 messages, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing during take-up and displayed a fault 16, thus confirming the customer's complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rusted/corrosion at the brake assembly area. The brake assembly was seized from the corrosion and prevented the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). The customer was provided a copy of the autopulse platform user guide as a reference to perform daily platform checks.